Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device noted that the control wire was separated from the yoke, but the clip assembly was still locked onto the bushing. A functional evaluation of the device found that the clip assembly could not be deployed and the clip prongs could not be opened or closed. It was noticed that the clip prongs were not locked into the capsule. The clips were found in an open position and measured approximately 10mm. Given the event description and condition of the returned device, there isn't enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to lock onto tissue. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Investigation results showed that clip assembly failed to release from the catheter, therefore this is now an MDR reportable event.